Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to the need for MRI. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 02, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 14, 2024.